Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The manufacturer¿s order management specialist confirmed the defoa - backup alarm failed issue. Replacement ventilator shipped 03/19/2018. The ventilator was returned to the manufacturer for investigation: it was determined the piezo buzzer ls1 was failing intermittently due the piezo¿s insulation resistance was out of spec. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the error code for a post backup audible failed. Device failed on arrival. There was no patient involvement.